Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report tissue damage, mitral valve replacement and death. It was reported that this was a mitraclip procedure to treat a mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 3+. The second clip delivery system (cds) was advanced to the mitral valve, but attempts to grasp and capture the leaflets were unsuccessful. During the grasping attempts, the mr worsened and returned to 4+. It was suspected that a leaflet tear occurred due to the friable leaflets. The clip was not implanted and the cds was removed. The patient remained hospitalized. The first clip remained stable on both leaflets, mr remained at 4+. A couple days following the procedure, the patient underwent emergent mitral valve surgery and died after the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and the reported difficult leaflet grasping appears to be related to challenging patient morphology/pathology (dilated annulus, restricted and thin leaflets). Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. The reported tissue damage appears to be due to procedural circumstances as it was noted that the tissue tear was likely due to difficulty in grasping. The unchanged mitral regurgitation (mr) appears to be due to the reported failure to adhere/bond as tissue damage occurred and mr remain unchanged. The reported patient effects of death, worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of death, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that in this case, the patient death occurred in the context of pulmonary arrest, heart failure for severe mitral regurgitation, sepsis from pneumonia, and bleeding complications. There is no indication that the mitraclip device contributed to the reported events. There is a potential that the mitraclip procedure contributed to the patient outcome; however, based on the information available, there is no direct correlation that the death was related to the procedure.

Event description:
Subsequent to the initially filed report, the following information was received: the patient never left the hospital after the mitraclip procedure. The patient never underwent emergent mitral valve surgery, the patient died on (B)(6) 2018 due to pulmonary arrest, heart failure for severe mitral regurgitation, sepsis from pneumonia, and bleeding complications. No additional information was provided.